Manufacturer narrative:
(B)(4). The oxygen sensor was replaced, which resolved the issue.

Event description:
The customer reported the 840 ventilator failed oxygen (o2) sensor calibration. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.